Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address femoral loosening. Doi: (B)(6) 2008 - dor: (B)(6) 2010 (right side). Update: (B)(6) 2011 - litigation papers allege the patient suffered symptoms and damage to her body including but not limited to severe and unrelenting sharp pains and discomfort in her thigh, groin, hip-joint, knee, and buttocks, a clicking and popping sensation when she walked or otherwise moved, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, and chromium and cobalt metal toxicity. The cup and femoral head were added to the complaint due to these allegations.

Event description:
Patient was revised to address femoral loosening. Litigation papers allege the patient suffered symptoms and damage to her body including but not limited to severe and unrelenting sharp pains and discomfort in her thigh, groin, hip-joint, knee, and buttocks. A clicking and popping sensation when she walked or otherwise moved, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, and chromium and cobalt metal toxicity. The cup and femoral head were added to the complaint due to these allegations.